Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported that surgical intervention took place on (B)(6) 2025 wherein the patient¿s ipg was relocated for better comfort. Therapy was confirmed post op.

Manufacturer narrative:
Date of event is estimated.